Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 217 mg/dl. The customer treated the high blood glucose with bolus through pump. Customer stated that he knows why he ran high it was because the infusion set fell out due to high temperature at work which made him sweat. Customer was advised to monitor blood glucose to make sure it is stable.